Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a sheath size of 4f was used. It should be noted that the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, it is unknown if the IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported this was an arteriotomy and venotomy closure of the right common femoral artery (rcfa) and the left common iliac vein using the pre-close technique via a 4f sheath hole prior to a cryo procedure. The suture of one prostyle was successfully pre-placed and achieved hemostasis in the rcfa. Reportedly, a prostyle was attempted in the left common iliac vein; however, a cuff miss occurred. A suture of a new prostyle was successfully pre-placed. The sheath was upsized to greater than 8.5f and the cryo procedure was completed. Reportedly, at the time of closure, the suture of the successfully pre-placed prostyle split. Although the suture split, hemostasis was still achieved with the suture of this same device in the left common iliac vein. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.